Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that the pacemaker battery was suspected to have premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year. A device replacement was recommended. No adverse patient effects were reported. Additional information was received that this device was explanted due to premature battery depletion and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of memory noted no suspicious fault codes or resets. The battery voltage was lower than expected, but still supported full device function. Detailed analysis determined that this device was demonstrating a high current condition associated with a compromised low voltage capacitor. Malfunction of this capacitor resulted in a high current drain, which was depleting this device battery faster than normal. 3191 code was used to denote surgical intervention.

Event description:
It was reported that the pacemaker battery was suspected to have premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year. A device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker battery was suspected to have premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year. A device replacement was recommended. No adverse patient effects were reported.